Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported activation failure appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted stent sheath and inner member kinks; thus during attempted deployment prevented the shaft lumens from moving freely resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, mildly tortuous right common femoral artery. A 6.0x40mm absolute pro self-expanding stent was advanced over a 0.035" guide wire, but only partially deployed. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.